Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer planned to address the high blood glucose level by performing a finger prick and completing a bolus if able to use the pump, or by visiting urgent care. The customer did not need assistance from a third party. A malfunction code was shown, which could be reset, and technical support provided instructions for resetting the pump. After resetting, the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to contact technical support if any malfunction code appeared again. The customer acknowledged and understood the guidance.